Event description:
During this pt's first dialysis treatment, the pt complained of lower back and rectal pain, shortness of breath, and anxiety. The symptoms were relieved with benadryl and oxygen. The dialysis treatment was temporarily discontinued and the dialyzer and blood circuit was discarded. The reported blood loss due to changing out the dialyzer and blood circuit was estimated at 250 cc. Dialysis treatment was restarted with another type dialyzer with no further complications.